Event description:
Per repair center, alleged low o2/yellow light and the compressor has low output. Per independent repair center statement, low o2 or yellow light. The key failure was that the compressor has low output.